Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated.

Event description:
It was reported that during use the implantable pulse generator (ipg) exhibited rapid depletion due to high output related to ventricular capture management (vcm) programmed to adaptive mode. The ipg was re-programmed, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.